Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the coil was performed and found that there was no defect noted. Microscopic inspection was also performed. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and no damage was noted. The coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2016-06616, 2134265-2016-06499 and 2134265-2016-06615. It was reported that coil migration occurred. During a pelvic vein embolization, the physician carefully tightly packed the first interlock -35 into the desirable position. When deploying the second interlock -35, it was noted that the end of the interlocking arm snagged on the 1st packed coil causing it to be displaced to the internal iliac artery. The coil was removed using a snare. The same event occurred 4 times with 4 interlock -35 coils. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2016-06616, 2134265-2016-06499 and 2134265-2016-06615. It was reported that coil migration occurred. During a pelvic vein embolization, the physician carefully tightly packed the first interlock&#11123;5 into the desirable position. When deploying the second interlock 35, it was noted that the end of the interlocking arm snagged on the 1st packed coil causing it to be displaced to the internal iliac artery. The coil was removed using a snare. The same event occurred 4 times with 4 interlock&#11123;5 coils. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.